Manufacturer narrative:
(B)(4): the customer reported that the battery was not charging due to the ac power module failing. There was no report of pt involvement. Given the symptoms reported the philips determined that the ac power module had failed. On (B)(4) 2011, the ac power module was ordered and shipped to the customer. As of (B)(4) 2011, there have been no further reports of this issue from this customer site.

Event description:
The customer reported that the battery was not charging due to the ac power module failing.